Event description:
During treatment for an aneurysm in the pt's right superficial femoral artery, a viabahn endoprosthesis was advanced through an 11fr terumo sheath and over a .035 guidewire. The stenotic lesions at the proximal and distal end of the native vessel were ballooned using a 6mm balloon. During advancement, the viabahn endoprosthesis was unable to access the targeted treatment site. The viabahn was withdrawn, and a 9mm balloon was used to reinflate the stenotic lesions. The physician also switched to an amplatz guidewire at this time. The same viabahn endoprosthesis was re-inserted and advanced. However, the device did not cross the stenotic lesion. Reportedly, the device started to 'flower' at the proximal end. The device could not be pulled back into the sheath. The physician was also unsuccessful in removing the device, sheath and the guidewire in tandem. The pt was transferred to the operating room where the viabahn endoprosthesis and the sheath were surgically removed.

Manufacturer narrative:
Review of the device manufacturing record history confirmed device met pre-release specifications. The engineering eval states the catheter was returned within the sheath. The catheter tip was not returned with device; it is unk when the tip was separated from the device. The zipper was returned in two pieces. Approximately 5 mm of the endoprosthesis was constrained by the zipper, and the proximal end of the device was flowered. It could not be determined if there were anomalies attributable to the manufacture of the device. The warnings section in the IFU states: do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore viabahn endoprosthesis or introducer sheath.